Event description:
It was reported that the customer rec'd multiple occlusion alarms. There was no reported impact to the customer's blood glucose level during these past occlusions. As these occlusions occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available a supplemental report will be submitted.